Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. During the course of troubleshooting it was determined the battery in the meter was dead. Customer further reported that on (B)(6) 2017 between 7-8pm he was "just sitting on the table having no symptoms" when he experienced a loss of consciousness. Customer's daughter called the paramedics and upon their arrival, customer regained consciousness his "heart and blood pressure were checked". A reading of 36 mg/dl was obtained on the paramedic meter and customer was reportedly diagnosed with hypoglycemia and given "glucose, potatoes and orange juice". At approximately 8:15pm, a subsequent reading of 107 mg/dl was obtained on the paramedic meter. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.